Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.

Event description:
Received info regarding a separation between the pt line (pigtail) and luer lock. There was no reported impact to customer's blood glucose level.